Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had damaged. The customer¿s blood glucose level was 400 mg/dl. The customer reported that they had damage on the display and was impossible to read the display. The customer was advised that the pump will be returned for analysis. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Device received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.